Event description:
Reporting status: serious injury/ medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the patient received a 3.0 x 15 mm promus in the proximal left anterior descending (lad), which was 95% stenosed. Predil was performed by another company's 2.5x12 mm balloon, and the promus stent was deployed at 14 atm; timi 3 flow. An hour and forty-five minutes later, st elevation occurred and the patient had chest pain. The patient was taken back to cath lab, where an angiogram was performed. The lad was totally occluded at the origin of the promus stent. An embolectomy catheter was used; timi 2 flow was established and EKG was normalized. An ultrasound catheter was advanced inside the promus stent, which reflected proper deployment of the promus stent; outflow and inflow to the stented segment was not compromised. Hypertension medication was administered IV and a 3.0x15 mm balloon was inflated to 10 atm, resulting in a 5% residual stenosis; timi 3 flow. The patient was discharged without complications the next day. The patient was on angiomax and there was some concern that it caused the thrombosis. No additional event or patient information is available. You are receiving this MDR report from abbott vascular, as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident information. Angina and thrombosis, as listed in promus instructions for use, as known risks of the procedure and are not necessarily indications of a product quality issue. Additionally, angina, thrombosis, EKG/ECG changes and additional non-surgical treatment (ptci) are listed in the no fault risk assessment as post procedural complications. In this case, it is possible that the angina and EKG/ECG changes were secondary effects of the thrombosis, which required ptci. However, a conclusive cause for the reported patient effects and their relationship to the product cannot be determined.